Manufacturer narrative:
It was reported that the patient fell and landed on their knee, doctor reported swelling and concerns of potential infection. Patient was requested to return to their surgeon for evaluation. Review of the device history record indicates that device was manufactured to specification.

Event description:
It was reported that the patient fell and landed on their knee, doctor reported swelling and concerns of potential infection. Patient was requested to return to their surgeon for evaluation.